Event description:
Report received stated that during removal of the helix from a vascugraft soft prosthesis the outer wrap was also removed.

Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.